Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) went on-site to evaluate/repair the suspect device. The fsr reported the unit the alarm banner would not display when disconnected from the outlet. The fsr discovered that the unit was not detecting direct current which caused the discovered issues. The fsr replaced the power supply and that resolved the reported issues. The unit was tested, passing all service specifications, and was returned to the customer. The suspect components will be returned to carefusion and once a failure investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inoperable. The customer reported no patient involvement is associated with the event.